Event description:
The customer reporting that while running a hepatitis surface antigen assay a sample barcode in position in h7 was misread. Summit sample handler, was in use. No death or serious injury was associated with this event. An ortho field service engineer was dispatched.